Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2017 and suture was used. Prior to surgery, a small hole from the needle punch was found on the package. The package was not used on the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual unopened sample was returned for analysis. During the visual inspection of the overwrap it was observed an extra needle/suture combination into labeled winding former; the extra needle was not parked for this reason the packaging was inspected and a slight damage in the copolymer was found; the damage was examined under magnification and the sterile barrier was not compromised. According the sample condition, the assignable cause incorrect quantity is an extra needle/ suture combination resulting in a wrong number of components in the package; this is different than the requirements for the product w8340 of one strand double armed per package.